Event description:
It was reported that while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test was taken three times in immediate succession, producing one positive result, then two negative results. There was no adverse patient impact. (B)(4). The following information was provided by the initial reporter: "customer took the test 3 times yesterday one after another without waiting in between tests. She got a positive result first, then 2 negative results. She was using an iphone 12 pro plus with the scanwell app for all of the tests." "Was there any report of adverse medical impact? If so what? None."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test was taken three times in immediate succession, producing one positive result, then two negative results. There was no adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer took the test 3 times yesterday one after another without waiting in between tests. She got a positive result first, then 2 negative results. She was using an iphone 12 pro plus with the scanwell app for all of the tests." "Was there any report of adverse medical impact? If so what? None."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿came up with discrepant results". Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.